Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered seven inappropriate shocks due to a supraventricular tachycardia (svt). Therapy was not exhausted as this was through multiple episodes. No additional adverse patient effects were reported. At this time, this device remains in service.